Event description:
It was reported that a signal loss occurred. The date of event is an approximation. On 05/15/2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. The day of the event the patient was sleeping when they suddenly experienced trembling, dizziness, difficulty breathing, cloudy vision, and sweating. When the patient checked their cgm device they noted the signal loss. An ambulance was called by the spouse and when a fingerstick was taken by the paramedics the blood glucose reading was 43 mg/dl. The patient was treated with intravenous glucose and was brought to the hospital. When fingersticks were taken at the hospital the blood glucose reading was constantly between 40 and 43 mg/dl. No further treatment was reported to be needed and after 8 hours the patient was discharged. The blood glucose reading was 220 mg/dl at that moment. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. The day of the event the patient was sleeping when they suddenly experienced trembling, dizziness, difficulty breathing, cloudy vision, and sweating. When the patient checked their cgm device they noted the signal loss. An ambulance was called by the spouse and when a fingerstick was taken by the paramedics the blood glucose reading was 43 mg/dl. The patient was treated with intravenous glucose and was brought to the hospital. When fingersticks were taken at the hospital the blood glucose reading was constantly between 40 and 43 mg/dl. No further treatment was reported to be needed and after 8 hours the patient was discharged. The blood glucose reading was 220 mg/dl at that moment. At the time of the report the patient was stable. It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.